Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:41:00. During night drain cycle three, the patient's ultrafiltration reading was 973ml, indicating the home patient (hp) drained 823ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration removal being set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.